Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhk762 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices were involved in this single procedure? What was the date of the initial procedure? Name of the procedure? Date the event occurred? Device return status/follow up? All suture in the box have been pull off from swag during hepato-duodenosectomy case, the event occurred on (B)(6). Note: events reported via mw # 2210968-2020-00835, 2210968-2020-00836, 2210968-2020-00838.

Event description:
It was reported that the patient underwent hepato-duodenectomy on (B)(6) 2020 and suture was used. The suture separated from the swage during use. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/26/2020. Additional h3 device evaluation summary: one open box with nine unopened samples of product code w9105, lot mhk762 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of device issues captured in reports mw # 2210968-2020-00835, 2210968-2020-00836, 2210968-2020-00838. Analysis results have been included in follow up reports for each.